Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) detected low out-of-range shock impedance measurements on this electrode during implant testing. No adverse patient effects were reported. The device and electrode were implanted and remain implanted.

Manufacturer narrative:
(B)(4). The device manufacture date for this product is april 23, 2015.